Event description:
Related to MFR report# 2183959-2012-02983. Related to MFR report# 2183959-2012-02981. The international urogynecol journal reported that a (B)(6) woman was implanted with a miniarc sling, implant date unk, to treat her stress urinary incontinence. It was reported that the pt experienced urinary frequency, nocturia, decreased urinary stream, straining to urinate, and urinary hesitancy sometime after implantation. Additionally, it was reported, she developed recurrent stress urinary incontinence and chronic pelvic pain refractory to analgesics 2 months after surgery. It was also reported that the pt underwent an additional surgical procedure and the sling was incised. Date of the procedure is unk. Concurrently, during the mesh revision procedure the pt had an additional incontinence sling implanted, distal to the initial implant.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent. E1: international urogynecology journal october 2012, article title: management of two synthetic midurethral slings eroded into the urethral lumen. Http://rd.springer.com/article/10.1007/s00192-012-1944-3.